Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: brand name: patient interface nim4cpb1 nim 4.0, product ID: nim4cpb1, serial/lot number: unknown. Annex g - img code for nim4cm01 is - g02030 annex g - img code for nim4cpb1 is - g02005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the nim console was making a "low grumbling fault sound". The pi box is connected through a wired connection. There was no injury to the patient.

Manufacturer narrative:
H3: product analysis: unit presented with old software(v1.5.4). A broken eic pcba mute probe jack and a software failure due to defective ssd. B5: new information updated. Section e: initial reporter details were updated. Previous codes b17, c20 & d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that normal monitoring was able to be continued with no issues even if there is noise. Device just made noises a few times during case.